Manufacturer narrative:
H.6. Investigation: photos and 30 loose 10ml syringes were received. They were visually evaluated for the reported defect. All samples exhibited missing print condition. The missing print was observed primarily outside the scale markings in the printed words section of the print. The affected print area was approximately the same distance from the tip between 5ml and 8ml markings-equivalent on all evaluated barrels. The print appeared to have been scratched off with noticeable scuff marks on the barrels. Potential root cause for missing print defect is associated with the assembly process and is likely due to a part caught in dial. The part would affect marked barrels going past it as they are being assembled in the dial. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that a scale marking issue occurred before use with a syringe 10cc s/t wos sterile water bns. The following information was provided by the initial reporter, "good day bd team, this is to inform you the quality issue we faced with flx-30005, syringe, 10cc, latex free. Parts were found with printing issues (part of the contained information is illegible)." 2002 occurrences were reported.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a scale marking issue occurred before use with a syringe 10cc s/t wos sterile water bns. The following information was provided by the initial reporter, "good day bd team, this is to inform you the quality issue we faced with flx-30005, syringe, 10cc, latex free. Parts were found with printing issues (part of the contained information is illegible)." 2002 occurrences were reported.